Event description:
The facility reports two incidents of air in the venous tubing post venous chamber and no machine alarm was activated. The first incident occurred in 2003. At irritation of treatment pt complain of pain in the ear. A section of air was visible in the venous tubing post chamber, but no air detect alarm occurred. Air was purged from the line and when treatment was re-initiated, pt complain of chest pain. Patient was taken to e.r. And an air emboli was confirmed. Second incident occurred in 2003. Eight minutes into treatment pt was restless and had shortness of breath. Microbubbles were visible in the venous tubing but no air detect alarm occurred. Air was purged from the line and treatment continued using the same blood line. Biomedical staff was alerted and the machine was recalibrated. In both cases all connections were checked and found to be tight and secure. On july 20, baxte-fse upgraded 17 of 20 machines with air detect firmware that is more sensitive.

Event description:
The facility reports two incidents of air in the venous tubing post venous chamber and no machine alarm was activated. The first incident occurred in 2003. At irrititation of treatment pt c/o pain in the ear. A seaction of air was visible in the venous tubing post chamber, but no air detect alarm occurred. Air was purged from the line and when treatment was re-initiated, pt c/o chest pain. Pt was taken to ER and an air emboli was confirmed. Second incident occurred in 2003. Eight minutes into treatment pt was restless and had snortness of breath. Microbubbles were visible in the venous tubing but no air detect alarm occurred. Air wasd purged from the line and treatment continued using the same blood line. Biomedical staff was alerted and the machine was recalibrated. In both cases all connections were checked and found to be tight and secure. On july 20, baxte-fse upgraded 17-20 machines with air detect firmware that is more sensitive.